Event description:
Boston scientific received information that during a routine follow-up, the physician noted this right ventricular lead was exhibiting a decrease in sensing and no capture at maximum outputs. Although the lead was confirmed not dislodged, surgical intervention was initiated for replacement. The explanted lead is intended to be returned for a post market assessment. No additional adverse patient effects reported.

Manufacturer narrative:
Following product return and completion of lab analysis, a follow-up report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Engineers confirmed an intact lead with a retracted helix and dried blood up through the lead lumen. Additionally, insulation cuts were observed at 323-327 mm from the terminal pin. Resistance tests were then completed to assess the lead's electrical performance integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.